Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Device not returned.

Event description:
Patient was revised to address a painful knee. Tibial loosening was suspected, but the component was not found to be loose. There was a small amount of medial lysis.

Manufacturer narrative:
Review of the supplied investigational inputs confirmed medial lysis. Device loosening was not confirmed. The investigation could not draw any conclusions about the root cause of the medial lysis based on the provided information. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.